Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(6) 2016. Evaluation of the incident sample did not confirm the customer's report. The investigation found the device gave temperature alerts when activated. Covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.

Event description:
The customer reported that during the ablation procedure, the antenna was positioned into the lesion but a water leak was noticed from the connection between the unit and the cooling circuit. A new antenna was used to complete the procedure without any injury to the patient.